Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient was diagnosed with stage 3 melanoma in (B)(6) 2020. In (B)(6) 2020, patient underwent a surgical procedure to have lymph node removal. After explantation surgery, patient¿s implants were sent into pathology outside of mentor stating staphylococcus, epidermis, and mrsa were found on the left implant and bacilli and cutibacterium were found on the right implant. Moreover, other unspecified mechanical problems were found on the left implant. Once the implants are returned to mentor a product failure analysis can be conducted to determine possible contributing factors. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture baker grade unknown, infection, melanoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision surgery with a 375cc mentor memorygel left breast implant and a 400cc mentor memorygel right breast implant experienced bleeding, fatigue, migraines, weakness, eyesight changes, brain fog, memory loss, feeling sick, loss of appetite, mood swings, hormonal changes, diagnosed with lupus and left sided capsular contracture baker grade unknown post procedure. As a result, patient has a planned removal with no replacement on (B)(6) 2020. This medwatch form is for the right breast prosthesis.